Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bolused but her pump is showing 4.4u of active insulin. Customer stated that she has more insulin in the pump than that. Customer also stated that she received a low battery alert and she changed out the battery but kept receiving a low battery alert. Customer stated that it took about 4 battery changes for her to get the full battery to display. Customer was advised that the low battery alert appears to make sure that she clears the alarm before replacing the battery. If she does not, the alert will continue to appear even after the battery change. Customer declined troubleshooting for low battery. Customer mentioned that she has cracks on the four corners of the display. Customer declined troubleshooting for cosmetic damage. Customer will call back if further assistance is needed.